Event description:
The consumer reported no stimulation. The patient reported that a fall could be related to the issue. The patient could not feel stimulation following a fall. The patient reported that both the patient programmer and recharger would not communicate with his implantable neurostimulator (ins). The patient checked the device with the patient programmer and it showed poor communication screen. The patient also performed a reset on the recharger but the issue still occurred. The patient stated that they did not see any physical changes at the ins site but that it could be possible that the lead moved. Relevant medical history included: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.